Event description:
Reporter indicated that while attempting to interrogate and perform diagnostics for patients, a vns handheld computer would only show "numerical values but no history" for the patients. Attempts for further information are in progress

Event description:
Manufacturer follow up and troubleshooting with the reporter's vns computer, flashcard, and programming wand at the physician's office did not reveal any anomalies, and the programming system was performing as intended. It was not initially reported a patient was affected by programming system issues. The reporter indicated the patient¿s vns has now been able to be interrogated successfully with the programming system.